Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infant¿s gentamycin infusion (3 ml syringe), the extension set leaked at the connection point between the tubing and the syringe. Fluid was observed on the floor beneath the pump. No patient harm occurred. The nurse obtained new tubing to continue the patient¿s infusion.